Event description:
The customer reported that the device has a worn display assembly. The labeling of the menu button, up arrow, down arrow, alarms pause and event summary have worn off and can no longer be seen. There was no patient or user involvement.